Manufacturer narrative:
The complaint of a broken guidewire was confirmed; however, the cause could not be established at this time. Visual, microscopic, sem, and eds evaluations of the device suggests that the guidewire was subjected to significant torsional and tensile stresses which led to failure. However, no evidence of any material defects, manufacturing defects, or other anomalies were identified. The non-conformance report (ncr) log and the lot history record (lhr) for the reported lot number was reviewed for any applicable manufacturing anomalies and none were found. No similar complaints have been reported for this lot number.

Manufacturer narrative:
Further high-resolution inspection of the failure surfaces using sem will be performed next. However, this is dependent on external laboratory availability. This laboratory is closed for outside visitation and has limited availability due to the covid-19 pandemic.

Event description:
From complainant, "last week we had a distal pca aneurysm we were using an aristotle wire and it fractured about 8 inches from the tip. Have you seen this or has it been reported?- thankfully we were able to slowly withdraw the microcatheter and get the wire out. I am not sure if (B)(6) saved it. It seemed to have broken with one long microfilament that went down the catheter."